Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-may-2023. One open 31g x 5mm pen needle sample was returned from lot. No. 2137645, cat. No. 320522. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. As the sample returned was open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ pen needle failed to deliver omnitrope shortly after starting the injection, and the needle was found broken when removed from the skin. The following information was provided by the initial reporter: "pharmacy informs us that a patient complained that the needle broke off after injection. The needle was used with the omnitrope 15mg/1.5 ml cartridge with injection solution. When triggering the pen, the dosing of the liquid has been interrupted after a short time (by itself). The needle was pulled out of the skin and unscrewed. Afterwards, the patient noticed that the needle was bent and broken.".

Event description:
It was reported that the bd ultra-fine¿ pen needle failed to deliver omnitrope shortly after starting the injection, and the needle was found broken when removed from the skin. The following information was provided by the initial reporter: "pharmacy informs us that a patient complained that the needle broke off after injection. The needle was used with the omnitrope 15mg/1.5 ml cartridge with injection solution. When triggering the pen, the dosing of the liquid has been interrupted after a short time (by itself). The needle was pulled out of the skin and unscrewed. Afterwards, the patient noticed that the needle was bent and broken."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.